Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 400ng/dl which was treated with vial of insulin and by changing infusion sites. Customer¿s current blood glucose was 66mg/dl. Customer states that drive support cap was normal. Insulin pump will not be return for analysis.